Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (7458915) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information received indicating the following: the event was described as "refractive surprise, patient correct label to 20/20". Anterior vaulting was noted 1-2 weeks post lens implant. A yag procedure was performed (date not provided). Fibrosis/ stria was observed 1 to 2 weeks post-op and treated with yag. Pco was observed 3 weeks pot-op (treatment not specified).

Event description:
The consumer reported experiencing dry eyes, deterioration in distance vision, ghost images and flashing lights. The consumer also indicated that according to her doctor the capsule "moved the lens forward" and a yag procedure was performed approximately 3 weeks post implant. The affected is the left eye. Add'l info has been requested, but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.